Manufacturer narrative:
Investigation: the complaint was investigated for z6ms transducer briging up acquisition 31 error. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 31 error. This issue was caused by gastro flex thermistor trace fault because of gastro flex reliability; this is related to design. The improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, the transducer probe was initialized but it generated a usacquisitionhw_31 error when it was connected to the ultrasound system. There was no study being perform at the time the error occurred; therefore, there was no patient involvement. No additional information was provided.